Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient identifier is unknown.

Event description:
Per complaint (B)(4), during post operative check, patient experienced lack of primary stability.